Manufacturer narrative:
Insulin pump alarmed prime during prime test at 4 lbs due to moisture damage force sensor. Insulin pump was unable to perform occlusion, excessive no delivery and basic occlusion test due to prime alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, scratched keypad overlay and cracked battery tube threads.

Event description:
It is reported by the nurse that the customer has a motor error on the insulin pump. Their blood glucose level was 292mg/dl and they were hospitalized. Troubleshooting was done. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.